Event description:
Reported event described as: alleged issue: it was reported that "the applier breaks in the jaws during laparoscopic surgery. It is the first time the applier is used. The surgeon managed to get the applier out of the laparoscopic port. They try to locate if any small pieces are left in the pt, but they can't find any." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.